Event description:
On (B)(6) 2011, a vns patient's brother reported that the patient is having an increase in seizures and falling from them. A battery life calculation was performed which revealed 10.58 years until eri=yes. The patient's last settings on (B)(6) 2010 were output=1.25ma/frequency=20hz/pulse width=130usec/on time=30sec/off time=5min/magnet output=1.5ma/magnet pulse width=250/magnet on time=60sec. The last system diagnostics performed on (B)(6) 2010 showed output=ok/lead impedance=ok/dcdc=3/eri=no. Good faith attempts for additional information from the physician have been made but no further information has been received to date.